Event description:
According to the reporter: three balloons were used during this procedure and each balloon (3) ruptured as they were being inflated with saline. After using numerous balloons, there was enough space to complete the procedure. Or time was delayed 45 minutes. No bleeding reported. No pt injury was reported.